Event description:
(B)(4). No menstrual cycle for 9mo, then non stop menstrual cycle 4mo until hysterectomy, severe abdominal cramps, severe back pain, frequent headaches/ migraines, hair loss, dry skin, sleeplessness, mood swings, constipation, nausea, loss of appetite, fatigue, depression, gas, bloating, memory loss, foggy brain, loss of concentration, rheumatoid arthritis, hot flashes, night sweats, hormone imbalance, breast tenderness, easy/ unexplained bruising, frequent uti/ bladder infections/ yeast infections.